Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted due to ongoing unresolved infections, initially residing only at the xiphoid location. No return of product is expected and another device to be implanted at a later date.